Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information had indicated that this pacemaker had been explanted due to normal battery depletion (nbd). All attempts to request the return of device were unsuccessful. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker device displayed less than 0.5 years on its last interrogation however at this time; longevity report showed that this device still had 1.5 years remaining longevity. Boston scientific technical services (ts) discussed the probable current bin or programmer (prm) updated longevity with automatic capture (ac) that was programmed on. The plan is to check the patient again after two months. This pacemaker device remains in service. No adverse patient effects were reported.